Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The company representative was able to resolve the reported event remotely with the customer. The company representative noted multiple system message (sm) [up-switch failure] in the event log. The company representative emailed the customer instructions for the footswitch. The company representative guided the customer through testing over the phone; the footswitch was found to be fully functional. The customer reported event cannot be confirmed as the issue was resolved over the phone and an onsite assessment of the system was not performed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an iris prolapse surgery, an ophthalmic operating console unable to reflux. Additional information has been requested but none received.